Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital as they experienced an episode of lipothymia. The patient is pace dependent with a third-degree atrioventricular block and an escape rhythm of around 30 beats per minute. An electrocardiogram (ECG) was performed and an induced rhythm around 60 bpm was identified. Later, the physician was able to confirm the device vvir mode with a lower rate limit (lrl) at 60 bpm. The lead parameters were found to be within normal range and no episode were recorded since the last outpatient follow-up. However, the physician found that the respiratory rate trend (rrt) feature was suspended due to detected noise, so they wanted to know if the minute ventilation sensor may have interfered with pacing. Ts performed data analysis, and explained that in this case, the device did not deliver anti-bradycardia therapy, leaving the patient with an escape rhythm of 30 bpm. Review of the of the device memory also confirmed no fault or reset and normal mv sensor operation until a device follow-up in the hospital, where sensor had been attempted for calibration and not completed, remaining in off mode. The potential noise observed during the calibration process might have been associated to patient postural movement or intermittent lead noise and for this reason, ts cannot completely exclude an underlining lead mechanical concern or an interface issue between the lead and device header. Additionally, it was noted that approximately a year ago, high out of range pacing impedance values were recorded, and the shock impedance was increasing. Ts recommended further system integrity testing. Of note, the implanted right atrial and right ventricular leads are non-boston scientific products. The device remains in service and no additional adverse patient effects have been reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital as they experienced an episode of lipothymia. The patient is pace dependent with a third-degree atrioventricular block and an escape rhythm of around 30 beats per minute. An electrocardiogram (ECG) was performed and an induced rhythm around 60 bpm was identified. Later, the physician was able to confirm the device vvir mode with a lower rate limit (lrl) at 60 bpm. The lead parameters were found to be within normal range and no episodes were recorded since the last outpatient follow-up. However, the physician found that the respiratory rate trend (rrt) feature was suspended due to detected noise, so they wanted to know if the minute ventilation sensor may have interfered with pacing. Ts performed data analysis, and explained that in this case, the device did not deliver anti-bradycardia therapy, leaving the patient with an escape rhythm of 30 bpm. Review of the of the device memory also confirmed no fault or reset and normal mv sensor operation until a device follow-up in the hospital, where sensor had been attempted for calibration and not completed, remaining in off mode. The potential noise observed during the calibration process might have been associated to patient postural movement or intermittent lead noise and for this reason, ts cannot completely exclude an underlining lead mechanical concern or an interface issue between the lead and device header. Additionally, it was noted that approximately a year ago, high out of range pacing impedance values were recorded, and the shock impedance was increasing. Ts recommended further system integrity testing. Of note, the implanted right atrial and right ventricular leads are non-boston scientific products. The device remains in service and no additional adverse patient effects have been reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital as they experienced an episode of lipothymia. The patient is pace dependent with a third-degree atrioventricular block and an escape rhythm of around 30 beats per minute. An electrocardiogram (ECG) was performed and an induced rhythm around 60 bpm was identified. Later, the physician was able to confirm the device vvir mode with a lower rate limit (lrl) at 60 bpm. The lead parameters were found to be within normal range and no episode were recorded since the last outpatient follow-up. However, the physician found that the respiratory rate trend (rrt) feature was suspended due to detected noise, so they wanted to know if the minute ventilation sensor may have interfered with pacing. Ts performed data analysis, and explained that in this case, the device did not deliver anti-bradycardia therapy, leaving the patient with an escape rhythm of 30 bpm. Review of the of the device memory also confirmed no fault or reset and normal mv sensor operation until a device follow-up in the hospital, where sensor had been attempted for calibration and not completed, remaining in off mode. The potential noise observed during the calibration process might have been associated to patient postural movement or intermittent lead noise and for this reason, ts cannot completely exclude an underlining lead mechanical concern or an interface issue between the lead and device header. Additionally, it was noted that approximately a year ago, high out of range pacing impedance values were recorded, and the shock impedance was increasing. Ts recommended further system integrity testing. Of note, the implanted right atrial and right ventricular leads are non-boston scientific products. The device remains in service and no additional adverse patient effects have been reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. A 0.052-inch gage pin could not be inserted completely into the lead barrel; therefore, the specifications were not met. All other lead barrel dimensions were found to be within specifications. High powered visual inspection of the df-1 lead barrels noted witness marks in the df-1+ and df-1- lead barrels. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the reported clinical observations, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events. Additionally, the device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital as they experienced an episode of lipothymia. The patient is pace dependent with a third-degree atrioventricular block and an escape rhythm of around 30 beats per minute. An electrocardiogram (ECG) was performed and an induced rhythm around 60 bpm was identified. Later, the physician was able to confirm the device vvir mode with a lower rate limit (lrl) at 60 bpm. The lead parameters were found to be within normal range and no episodes were recorded since the last outpatient follow-up. However, the physician found that the respiratory rate trend (rrt) feature was suspended due to detected noise, so they wanted to know if the minute ventilation sensor may have interfered with pacing. Ts performed data analysis, and explained that in this case, the device did not deliver anti-bradycardia therapy, leaving the patient with an escape rhythm of 30 bpm. Review of the of the device memory also confirmed no fault or reset and normal mv sensor operation until a device follow-up in the hospital, where sensor had been attempted for calibration and not completed, remaining in off mode. The potential noise observed during the calibration process might have been associated to patient postural movement or intermittent lead noise and for this reason, ts cannot completely exclude an underlining lead mechanical concern or an interface issue between the lead and device header. Additionally, it was noted that approximately a year ago, high out of range pacing impedance values were recorded, and the shock impedance was increasing. Ts recommended further system integrity testing. Of note, the implanted right atrial and right ventricular leads are non-boston scientific products. The device remains in service and no additional adverse patient effects have been reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital as they experienced an episode of lipothymia. The patient is pace dependent with a third-degree atrioventricular block and an escape rhythm of around 30 beats per minute. An electrocardiogram (ECG) was performed and an induced rhythm around 60 bpm was identified. Later, the physician was able to confirm the device vvir mode with a lower rate limit (lrl) at 60 bpm. The lead parameters were found to be within normal range and no episode were recorded since the last outpatient follow-up. However, the physician found that the respiratory rate trend (rrt) feature was suspended due to detected noise, so they wanted to know if the minute ventilation sensor may have interfered with pacing. Ts performed data analysis, and explained that in this case, the device did not deliver anti-bradycardia therapy, leaving the patient with an escape rhythm of 30 bpm. Review of the of the device memory also confirmed no fault or reset and normal mv sensor operation until a device follow-up in the hospital, where sensor had been attempted for calibration and not completed, remaining in off mode. The potential noise observed during the calibration process might have been associated to patient postural movement or intermittent lead noise and for this reason, ts cannot completely exclude an underlining lead mechanical concern or an interface issue between the lead and device header. Additionally, it was noted that approximately a year ago, high out of range pacing impedance values were recorded, and the shock impedance was increasing. Ts recommended further system integrity testing. Of note, the implanted right atrial and right ventricular leads are non-boston scientific products. The device remains in service and no additional adverse patient effects have been reported.